Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose. Customer stated his blood glucose has climbed from 190 mg/dl to 414 mg/dl about an hour ago and the same thing happened last thursday and it was at 207 mg/dl to 496 mg/dl. The current blood glucose was 397 mg/dl. Customer treated blood glucose with bolus. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the qr. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will be returned for analysis.